Event description:
A mannkind employee reported that they called a patient using v-go and advised they had devices fall off after two hours. The patient reported high blood sugar (hyperglycemia) as a result. The patient stated that no devices are available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessor: ae assessor spoke to this new v-go 20 user. The patient is new to using the device. Prior to v-go she was using lantus and humalog. She did not give the doses. She is to give 3 or 4 clicks depending on her premeal glucose level. She works two jobs. She lives in texas and works in a cafeteria. One of her jobs includes doing dishes. This has caused the device to fall off especially when she wears it on her abdomen. She has started to wear the device on her arm. She states that she does prep the skin correctly using alcohol. She feels that the adhesive is not wide enough. She was unable to give any dates that the devices fell off. They tend to last about four hours or so and then they fall off. She is concerned that it might fall into the food she is preparing. She knows when the device has fallen off, but she does not always have a replacement and she cannot leave her job. This in turn causes her sugars to elevate. She stated the highest was around 400. She did not go to the ER. She replaced the device when she returned home. She wears a libre 2 and her reading was 188 while we were talking. The combination of working in a hot and humid job site as well as the extreme high temperatures in texas probably contributed to the adhesive letting go. A glucose reading in the 400 range is a serious reading; but she did not seek medical treatment and no serious injury occurred. It is possible that the v-go contributed to a serious adverse event of a high glucose level that did not require medical intervention.